Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report high blood glucose levels ranging from 370 to 444 mg/dl. The customer treated with a manual injection and their blood glucose level went down to 96 mg/dl. The customer reported problems with not receiving no delivery alarms anymore and getting high blood glucose levels. The customer's diabetic specialist checked the insulin pump and sites and verified those were fine. The customer's diabetic specialist advised customer to try different infusion sets and said the issue may be due to the sof sets. The product was not returned for analysis.